Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that almost 4 months after dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type ii.